Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the peripheral arteries. The 3.0x120mm armada 14 balloon dilatation catheter (bdc) was advanced into the patient however it was noted the radiopaque markers inside the balloon were moving freely within the balloon. The bdc was removed and replaced with another device to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.